Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a loose and broken wire was at the tip of a long tip forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one pair of grip cables was loose but not visibly broken at the instrument's wrist. One grip input spun freely without the corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed to find one grip cable broken near the clamping pulley cable groove. The clamping pulleys exhibited white residue around the cable grooves. Other backend cables were not damaged. An additional observation not reported was the main tube epoxy coating layer appeared to have been stripped . This resulted in the fiberglass layer underneath the epoxy layer to be exposed. This damage occurred along the entire length of the main tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the stripped epoxy coating, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.